Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that an erroneously depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and observed hardware issues which were resolved by replacing the faulty valve in the reaction cuvette washer, and ran auto-check, which was passed. Further, the cse ran a cuvette wash. Siemens reviewed the quality control (qc) results post-service, which recovered acceptably. Siemens further evaluated the event and determined that the faulty reaction washer valve potentially contributed to the erroneously depressed crea_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneously depressed creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician. The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result and correlated with patient history, and was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed crea_2 result.